Event description:
Healthcare professional reported right side deflation as well as "bilateral exchange of textured devices due to patient's concern with product". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, bilateral exchange of textured devices due to patient's concern with product.

Manufacturer narrative:
A visual analysis of the returned device identified: opening curved on posterior and yellow particles outer device. Leak test and microscopic analysis was performed which identified: sharp opening on posterior, non-penetrating nick and crease flat. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation as well as "bilateral exchange of textured devices due to patient's concern with product." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Device has been explanted and replaced.